Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3773 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. A02559) for female sterilisation. The patient had a medical history of diverticulitis, eczema, anxiety, umbilical hernia repair, colonoscopy, cholecystectomy, pelvic pain female, spontaneous abortion, parity 4, multi gravida and postpartum depression. Previously administered products included: oral contraceptive nos. The patient had a family history of lymphoma, diabetes, alcoholic, diabetes and smoker. Concurrent conditions were listed as migraine, nausea and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3518 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: gross only: c) left salpingectomy: benign fallopian tube. D) right salpingectomy: benign fallopian tube with para tubal cyst. Gross: a) container label: "left uterine device" specimen received: a metallic coil, and essure coil. Description: 3.5 cm in length by 0.2 cm in diameter, esher measuring 17.1 cm in length by 0.1 cm in diameter 0.2 b) container label: "right ureter identified" specimen received: a metallic coil, and esher coil. Description: metallic coil measuring roughly 3.5 cm in length by 0.2 cm in diameter, and esher measuring roughly 17.1 cm in length by 0.1 cm in diameter. C) container label: "left fallopian tube" specimen received: one intact tan-gray serpentine segment of fallopian tube dimensions: 5.5 cm in length, 0.3-0.5 cm in diameter, with a stellate pinpoint lumen d) container label: "right fallopian tube" specimen received: one intact serpentine segment of fallopian tube. Dimensions: 5.5 cm in length, 0.2-0.4 cm in diameter, normal-appearing pinpoint lumen fimbriated end: present lesion: multiple paratubal cysts ranging from 0.2-0.7 cm in greatest dimension, and a separate thin wall fluid-filled vesicle measuring 0.9 x 0.7 x 0.7 cm. Microscopy: microscopic examination of the sections show portions of benign fallopian tube. D) microscopic examination of the sections show portions of benign fallopian tube with benign paratubal cyst. E) microscopic examination of the sections show portions of benign colon focally from the area described as ulceration there are changes compatible with flat hyperplastic polyp. Sections from the diverticulitis show benign diverticulitis. No malignancy is identified. [Ultrasound scan] on (B)(6) 2022: findings: transabdominal ultrasound was performed with transvaginal imaging to better evaluate the pelvis. The uterus measures 8.4 x 4.1 x 5.5 cm. The uterus is within normal limits. The cervix is normal and contains nabothian cysts. The endometrium measures 10.3 mm. The endometrium is within normal limits. The right ovary measures 2.9 x 1.5 x 2.5 cm. The right ovary contains a corpus luteum cyst measuring 1.3 x 1.3 x 1.8 cm. The left ovary is not visualized. Blood flow is seen to the right ovary. There is no free fluid within the pelvic cul-de-sac. The bladder is partially filled. Essure device seen in utero tubal junction bilaterally. Final impression: 1. Bilateral essure devices visualized. The most recent follow-up information incorporated above includes data received on: 29-sep-2023: medical record received. Surgical pathology report , lot number, medical history , lab data & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 49 year-old female patient who had essure inserted (lot no. A02559) for female sterilisation. The patient had a medical history of diverticulitis, eczema, anxiety, umbilical hernia repair, colonoscopy, cholecystectomy, pelvic pain female, spontaneous abortion, parity 4, multi gravida and postpartum depression. Previously administered products included: oral contraceptive nos. The patient had a family history of lymphoma, diabetes, alcoholic, diabetes and smoker. Concurrent conditions were listed as migraine, nausea and lower abdominal pain. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3518 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: final diagnosis: gross only: c) left salpingectomy: benign fallopian tube. D) right salpingectomy: benign fallopian tube with para tubal cyst. Gross: a) container label: "left uterine device" specimen received: a metallic coil, and essure coil. Description: 3.5 cm in length by 0.2 cm in diameter, esher measuring 17.1 cm in length by 0.1 cm in diameter 0.2 b) container label: "right ureter identified" specimen received: a metallic coil, and esher coil. Description: metallic coil measuring roughly 3.5 cm in length by 0.2 cm in diameter, and esher measuring roughly 17.1 cm in length by 0.1 cm in diameter. C) container label: "left fallopian tube" specimen received: one intact tan-gray serpentine segment of fallopian tube dimensions: 5.5 cm in length, 0.3-0.5 cm in diameter, with a stellate pinpoint lumen d) container label: "right fallopian tube" specimen received: one intact serpentine segment of fallopian tube. Dimensions: 5.5 cm in length, 0.2-0.4 cm in diameter, normal-appearing pinpoint lumen fimbriated end: present lesion: multiple paratubal cysts ranging from 0.2-0.7 cm in greatest dimension, and a separate thin wall fluid-filled vesicle measuring 0.9 x 0.7 x 0.7 cm. Microscopy: microscopic examination of the sections show portions of benign fallopian tube. D) microscopic examination of the sections show portions of benign fallopian tube with benign paratubal cyst. E) microscopic examination of the sections show portions of benign colon focally from the area described as ulceration there are changes compatible with flat hyperplastic polyp. Sections from the diverticulitis show benign diverticulitis. No malignancy is identified. [Ultrasound scan] on (B)(6) 2022: findings: transabdominal ultrasound was performed with transvaginal imaging to better evaluate the pelvis. The uterus measures 8.4 x 4.1 x 5.5 cm. The uterus is within normal limits. The cervix is normal and contains nabothian cysts. The endometrium measures 10.3 mm. The endometrium is within normal limits. The right ovary measures 2.9 x 1.5 x 2.5 cm. The right ovary contains a corpus luteum cyst measuring 1.3 x 1.3 x 1.8 cm. The left ovary is not visualized. Blood flow is seen to the right ovary. There is no free fluid within the pelvic cul-de-sac. The bladder is partially filled. Essure device seen in utero tubal junction bilaterally. Final impression: 1. Bilateral essure devices visualized. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: updated quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.